Event description:
It was reported a transmitter presented with no power and smoke coming from it due to alleged melting inside. No changes were reported and there was no patient involvement.

Manufacturer narrative:
The field complaint that the transmitter had no power was verified; however, the power cord had been tampered with the splicing of the wires, there was no melted or smoke damage noted, and the ac power adapter was missing. The visual inspection revealed no physical damage to the outer plastic housing of the transmitter and a missing ac power adapter. The visual inspection also revealed that there were exposed wires due to the splicing (considered tampering) of the power cord. Upon opening the transmitter no burnt components were observed on the main pcb or to the inner housing. Tested unit with working ac power adapter and unit successfully powered on. Performed the delete data process successfully. There was no burn, smoke, or melted damage noted on any external or internal component of both the ac power adapter cord and the transmitter. The damaged power cord of the ac power adapter caused the no power issue due to the exposed wires.